Event description:
Lap chole - "the product worked but the surgeon said the action is to clunky + causes the tip to jump. This could cause patient injury." Patient status: ok.

Manufacturer narrative:
Investigation summary: the incident products were not returned for evaluation. In the absence of the subject devices, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot reveals the lot passed all manufacturing and quality inspections. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. This document represents our initial/ final report.